Event description:
Patient was undergoing embolization procedure for type 2 endoleak with penumbra ruby coils and a progreat microcatheter for delivery. The patient had highly tortuous anatomy. The coil was attempted to be removed because it kicked the microcatheter out of place every time it was attempted to be deployed. During removal of the coil, the coil unintentional detached inside the progreat catheter. It was noticed in the hub of the catheter and able to be removed by cutting the proximal portion of the catheter that contained the coil. Patient was not harmed.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device disposed of by the hospital.